Event description:
It was reported that the pump battery was not charging fully, causing rapid battery depletion and pump shutdowns. This negatively impacted the user's health and therapy. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and follow-up assistance from technical support.